Manufacturer narrative:
Information received via the (B) (6) study indicated that approximately ten weeks post carotid artery stenting with a precise stent the patient died, the cause of death is unknown. It was indicated as unrelated to cordis device and unrelated to index procedure. A (B) (6) male patient (B) (6) was consented to the (B) (6) study. At index procedure the patient was asymptomatic with an (B) (6) stroke scale of 0. Medical history included severe pulmonary disease and clinical copd with history of smoking. Additional high risk criteria was indicated as chf (class ii.IV and/or known severe left ventricular dysfunction lvef <35% and severe pulmonary disease. Pre-procedure medication was clopidogrel. The target lesion was located at the bifurcation of the right common carotid artery (r8). There was no occlusion in the contralateral carotid. Reference vessel diameter is unknown. Target lesion diameter stenosis was 99% with lesion length 5mm. Geometry of the lesion was eccentric. Total length of stented segment was 9mm. Lesion calcification was mild and concentric and vessel tortuosity was moderate. It is unknown if the lesion was pre-dilated. An angioguard ((B) (4)/lot no. 70808512) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed and the patient left the angio suite neurologically intact. The patient was discharged the next day no adverse events. Approximately ten weeks post-procedure the patient died, the cause of death is unknown. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Due to the lack of information regarding the reported patient death of unknown cause ten weeks post carotid artery stenting, it is not possible to draw a clinical conclusion between the device and the event. The patient¿s significant medical history put him at an increase risk for adverse events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint; therefore, no corrective actions will be taken.

Event description:
It was reported that post op of a low anterior resection, the patient was brought back to surgery for a reoperation due to a post op leak. No additional information is available. The device was discarded. Additional information being requested.

Event description:
Approximately ten weeks post index procedure the patient expired. A (B) (6) male patient (B) (6) was consented to the (B) (6) study. The index procedure was completed on (B) (6) 2009, and patient was asymptomatic. Pre-procedure medication was clopidogrel. The target lesion location was located at the bifurcation of the right common carotid artery (r8). There was no occlusion in the contralateral carotid. Reference vessel diameter is unknown. Target lesion diameter stenosis was 99% with lesion length 5mm. Geometry of the lesion was eccentric. Total length of stented segment was 9mm. Lesion calcification was mild and concentric and vessel tortuosity was moderate. It is unknown if the lesion was pre-dilated. An angioguard (601814rmc/lot no. 70808512) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged the next day. Approximately ten weeks post-procedure the patient died, the cause of death is unknown.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.